Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in the perioral area (including lips and nasolabial folds). Patient presented 3 months later with "swelling" and "inflammation" in the lips and nasolabial fold. Hcp initially indicated this event was "possibly [infection], a biofilm or an immune response to the filler". Hcp then indicated the event was "inflammatory nodules around the filler site (lip area) and nasolabial fold". Beginning the day after onset, patient was treated with prednisolone 30mg and doxycycline. The next day, hcp prescribed ciprofloxacin 500 mg. 11 days later, patient was treated with lidocaine 2% 0.2 ml, and hyaluronidase 1500 iu. Symptoms completely resolved 4 weeks later.